Event description:
Customer experienced downward shift for sodium qc over a period of several days using sodium electrode lot #21592021. Customer installed a new sodium electrode (lot #21593518) and reran an unknown number of patient samples. She provided results for three patients, sodium results for two outpatients were discrepant. Repeats were performed on the same analyzer: patient 1, tested (B) (6) 2010, initial result 131 mmol/l (accompanied by a data flag), repeated (B) (6) 2010 gave 137 mmol/l. Patient 2, male, (B) (6), initial result 131 mmol/l (accompanied by a data flag), repeated (B) (6) 2010 gave 137 mmol/l. Initial results were reported but patients were not treated based on the results. Issue was resolved by replacing the sodium electrode and customer declined service.

Manufacturer narrative:
The investigation determined the low erratic sodium results were due to a pre-analytical or maintenance issue. Neither the electrode nor other relevant information for a further root cause analysis were provided by the customer. This complaint involved outpatients and no treatment occurred due to the wrong slightly low sodium values.

Event description:
The account alleges that the head section was being lowered. When the head reached approximately thirty degrees, the head section suddenly dropped to the flat positon unintentionally. No injury was reported.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.